Event description:
It was reported that the procedure was cancelled due to needle failures. Four iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat a renal tumor. During the test phase while preparing for the procedure, the first iceforce 2.1 cx 90 degree needles was set-up. However, a hissing noise was heard, and an air bubble was seen coming from one of the needles. About 30 seconds into the test, a loud bang was heard, and it was observed that the rubber handle of one of the needles had split open. This needle was removed from the cyroablation console. A second iceforce 2.1 cx 90 degree needle was selected to test. However, a hissing noise was heard. The test was stopped, and the case was abandoned as the user was not confident with continuing. The 3rd and 4th needles were not tested. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: an iceforce 2.1 cx 90 degree needle (34588581) was returned to the complaint investigation site (cis) for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were found. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A high-pitched noise was heard during the confidence test. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 24mm x 45mm, which is within specification for the iceforce 2.1 cx 90 degree needle. The device passed the two-minute confidence test, produced an ice ball of sufficient size. The reported event of a noise is caused by vibrations of the heat exchanger, as a rattling or hissing sound. This sound has no effect on performance or safety of the device.

Event description:
It was reported that the procedure was cancelled due to needle failures. Four iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat a renal tumor. During the test phase while preparing for the procedure, the first iceforce 2.1 c x 90 degree needles was set-up. However, a hissing noise was heard, and an air bubble was seen coming from one of the needles. About 30 seconds into the test, a loud bang was heard, and it was observed that the rubber handle of one of the needles had split open. This needle was removed from the cyroablation console. A second iceforce 2.1 c x 90 degree needle was selected to test. However, a hissing noise was heard. The test was stopped, and the case was abandoned as the user was not confident with continuing. The 3rd and 4th needles were not tested. There were no patient complications reported.